Event description:
A male patient underwent aaa repair in late 2008. A zenith flex main body was inserted, the main body was released, black trigger wire was released, pin vice device was opened and the physician tried to push the inner cannula to open the bare stents. Pushing the inner cannula was not possible, so the physician tried more force to push and still had resistance and unable to release the top cap. The physician then release the white trigger wire (just in case the wires were swapped) and then tried again to push the top cap to release the suprarenal stent. This also did not work. Patient was converted to open surgical repair.

Manufacturer narrative:
Event evaluation: still under investigation.